Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported when the device was powered on it alarmed vent inop due to an occurrence of machine and pressure sensor failure.

Manufacturer narrative:
Corrected.

Event description:
The customer reported when the device was powered on it alarmed vent inop due to an occurrence of machine and pressure sensor failure.